Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to low blood glucose (value not provided). No additional information was provided by the customer. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
Additional manufacturer narrative: additional information was received on 02/24/2021 indicating the customer overrode the recommended bolus amount, and requested and delivered two ¿large boluses¿. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." .